Event description:
It was reported that a connection issue occurred. Date of event is an approximation. The patient experienced an unknown sensor issue which occurred on an unspecified day after the sensor was inserted into the arm. On (B)(6) 2024, around midnight, the patient¿s parent checked the patient¿s cgm (continuous glucose monitor) receiver and noticed there were no cgm readings being provided (however, the specific error message on the device could not be recalled). It was unclear how long the cgm device had not been providing cgm readings as the patient/reporter had been previously asleep. A few minutes later, the cgm receiver alerted with an urgent low warning (no specific cgm value was reported). In the meantime, the patient¿s parent took a bg (blood glucose) meter reading, which was 39 mg/dl. The patient¿s parent attempted to treat the patient with sugar, but the patient eventually became unresponsive and had a seizure. The reporter stated the patient was in ¿diabetic shock¿. This all occurred within 5 minutes of receiving the urgent low alert. Emergency line (911) was called, and the patient was transported to the ER (emergency room), however, the reporter refused to provide dexcom with any further event details. The patient was in good condition at the time of the report. Data was received but does not reflect full investigation window. Problem could not be confirmed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
Subsequent to the initial MDR, a correction was updated on (B)(6) 2024.

Manufacturer narrative:
(B)(4).